Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the devices navigation ring did not respond at all. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the navigation ring did not respond at all. The front bezel was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. Previous investigations determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.